Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine device interrogation, it was noted that the lead safety switch had tripped for the right ventricular lead due to impedance measurements of greater than 2000 ohms. Review of the data also found several episodes of noise that were oversensed and lead to pacing inhibition with asystole for this pacemaker dependent patient. It was noted that the patient had a rate in the 30 bpm range. Boston scientific technical services was consulted and suggested an x-ray. A revision procedure was scheduled as a connection issue is suspected. No adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.